Event description:
It was reported that the brakes cannot be engaged; false engagement of brakes. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.